Event description:
Healthcare professional reported immediately after injection with juvederm ultra plus in the glabella and nasal dorsum pt experienced retinal artery occlusion with subsequent vision loss and "no light perception" in the "unilateral eye" as well as necrosis at the injection sites. Pt was treated with "intra-arterial thrombolysis with hyaluronidase". The "skin lesion" resulting from necrosis at the injection sites improved 2 months" after injection.

Manufacturer narrative:
Medwatch sent to FDA on: 04/21/2014. Further info from the reporter regarding event, product, or pt details has been requested. Authors have indicated that no additional info is available. The event of "opthalmic artery occlusion", vision loss, no light perception, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.